Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shocking impedances on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) were greater than 125 ohms. Review of the patient's remote monitoring data showed that shock impedances had been high for the last year. Boston scientific technical services (ts) provided troubleshooting options. No adverse patient effects or interventions were reported. The rv lead and crt-d remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation results codes and evaluation conclusion code have been updated.